Event description:
At the end of a surgical procedure with the table at a level position, the leg and back sections moved down without activation. The table was evaluated by a berchtold field service rep at the location where the incident occurred. All the table functions operated as expected without problems, and the reported problem could not be duplicated. The hand control was replaced as it was under recall for this type of problem, and the table was returned to service.